Manufacturer narrative:
Method: analysis of programming history.

Event description:
MFR review of a pt's vns programming history noted vns settings of 0ma/20hz/250pw/30 sec on/60 min off/0ma mag/500pw/30 sec on, on interrogation (B)(6) 2006; there is no corresponding interrupted test to explain these settings, and the previous interrogation on (B)(6) 2005 had settings of 1.75ma/20hz/250pw/30 sec on/1.8 min off/2ma/250pw/60 sec on. It is likely there was an interrupted systems test by an unk vns handheld between these two dates. The settings were adjusted back when the anomaly was first noted; however, the off time of 60 seconds was not corrected until (B)(6) 2006 as this was not realized by the physician.